Event description:
It was reported that the system 9800 would not fully initialize on the first attempt causing delays. It finally did initialize. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A service call had been scheduled in order for a ge service representative to evaluate the system. An additional report will be generated and submitted if further information becomes available.